Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer reports to insert on the bottom due to lack of body fat. Customer's blood glucose was over 200 mg/dl. Customer was able to resolve no delivery with a complete set change. No further information provided.